Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to urethral atrophy post androgen deprivation therapy (adt). A surgical procedure was performed to remove and replace the cuff. No device issues and no additional patient complications were reported.